Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that the last time the patient was seen or heard from was during a reprogram on (B)(6) 2015 where good stimulation coverage in her back was achieved.

Event description:
Additional information received from the consumer indicated that therapy never really worked since implant and they experienced a loss of therapy and return of symptoms. The trial worked well because the patient was high on prednisone. When therapy is off, the patient¿s spine aches so they keep stimulation running. The patient only saw a manufacturer representative (rep) and not the physician. The ins was last charged 4-5 weeks ago and about a month and a half ago, the patient noticed that the ins was not depleting as quickly as it used to. The patient should feel stimulation in the upper back, but was feeling it in the legs. The patient experienced pain going down the left side and leg and experienced extreme pain when sitting in a recliner starting about a month ago. The stimulation went crazy on its own when the patient was sleeping in 2015 and just increased on its own as high as it would go. The patient¿s spouse was able to turn stimulation off with the programmer. They didn¿t want to go back to their doctor because they hadn¿t helped since implant.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported stimulation in an undesired location. She was not feeling stimulation above her hips and she should have been. She was not getting pain relief in her back because of where stimulation was. She had tried all of her programs and the stimulation location was the same for all programs. This had occurred since implant. It was also noted that she did not like the stimulation sensation so she had program b of which she liked because she could not feel stimulation with this program. Additional information received from the patient reported shocking and stimulation in an undesired location, occurring daily. The patient had been reprogrammed 3 to 4 times to address this and all attempts were unsuccessful. This was not related to positional movement, trauma/falls, or emi. It was noted that her spine would ache if she turned the device off, so she kept it on but turned it low. The undesired stimulation was in the bilateral legs and feet. The only way she could get it to reach her back was if she turned stimulation all the way up but then she couldn't walk so she would have to lay down to do it. There was pain at the implantable neurostimulator (ins) site and the right buttock that was very uncomfortable. She was not happy with the service of the manufacturer representatives (reps) and was likely going to have the device removed after she got better insurance at the beginning of the year. Another shocking event was reported with respect to positional movement. This too was occurring daily and when she was laying on her stomach. Adaptive stimulation was turned off and the problem resolved. This had been felt throughout her whole body and was sudden. When they turned on adaptive stimulation, it always showed her in the wrong position no matter what one she was in. It never worked the whole night after it was programmed. The following night she went to lay down on her stomach and stimulation went up so high that it was electrocuting her because it was so high. She also thought the ins was turning in the pocket. She turned it off because it was so high and she was screaming. Her husband turned off the feature and had not turned it back on since. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the reported issue and if the issue was resolved. This event will be updated if additional information is received.